Manufacturer narrative:
A review of the mfg paperwork has been conducted. Results - the review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
In 2007, the patient was treated for an abdominal aortic aneurysm with the gore excluder aaa endoprosthesis. When the device was deployed, it unintentionally partially covered the left renal artery. A braun balloon was used to pull the device distal and successfully uncovered the renal artery. No harm to the device or patient occurred.